Event description:
It was reported that the pump module was paused but resulted in a free flow event. The medication was propofol and reportedly occurred in (B)(6) 2023 there was nothing stuck in the door according to the customer. There was patient involvement but no harm. Bd has learned additional information from the customer. It was reported that the patient was in the pre-operative area waiting to meet the surgery team before the operation. Anesthesia had primed IV tubing with propofol and attached it to the patient¿s IV port. The pump was programmed to deliver 125mcg/kg/min of propofol, but the pump channel was paused to allow time for pre-surgery meeting before starting anesthesia. A few minutes later a provider returned to consent the patient for surgery and the apnea alarm connected to patient was alarming and the patient was not responsive to sound or painful stimuli. It was noted at this time that only about 20% of the propofol remained in the 50ml vial and there was a white medication (propofol) in the patient¿s IV tubing. IV tubing was disconnected, and the team performed chin lift, allowing patient to breathe spontaneously without further intervention. The event occurred on (B)(6) 2023 around 11:53 am. There was patient involvement. Per report, there was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump module was paused but resulted in a free flow event. The medication was propofol and reportedly occurred in (B)(6) 2023 there was nothing stuck in the door according to the customer. There was patient involvement but no harm. Bd has learned additional information from the customer. It was reported that the patient was in the pre-operative area waiting to meet the surgery team before the operation. Anesthesia had primed IV tubing with propofol and attached it to the patient¿s IV port. The pump was programmed to deliver 125mcg/kg/min of propofol, but the pump channel was paused to allow time for pre-surgery meeting before starting anesthesia. A few minutes later a provider returned to consent the patient for surgery and the apnea alarm connected to patient was alarming and the patient was not responsive to sound or painful stimuli. It was noted at this time that only about 20% of the propofol remained in the 50ml vial and there was a white medication (propofol) in the patient¿s IV tubing. IV tubing was disconnected, and the team performed chin lift, allowing patient to breathe spontaneously without further intervention. The event occurred on (B)(6) 2023 around 11:53 am. There was patient involvement. Per report, there was no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.